Event description:
Information received indicates the tech found there was a high ground resistance reading on the bed due to loose wires in ac power cord plug.

Manufacturer narrative:
The tech tightened the wire terminals on the power cord plug to repair the bed.